Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
According to the reporter, during a hartman procedure the user experienced some difficulty firing the stapler. The user had to press harder than usual, but it fired and appeared to fire correctly. The staple line looked okay. They re-loaded the stapler and tried to fire again but this time it stopped mid-way through the firing. The staple line was abandoned and a new stapler was used to transect the bowel 1-2 cm from the failed staple line. The patient has a post op ileus but no evidence of anastomotic leak or other anastomotic complication. The patient's last known condition is reported as okay. No reinforcement material was used.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one gia¿ auto suture¿ stapler with dst series¿ technology. This evaluation was based on a medical and technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Visual examination of the staple cartridge noted that the loading unit was partially applied to the 2cm cut line and engaged in interlock. The sulu was reset and reloaded into the instrument. The sulu and instrument were applied to test media with acceptable results; the knife cut completely and cleanly and the remaining staple line was properly formed. Replication of the reported condition may occur if the firing stroke is not complete and the firing knob is not fully retracted after firing or if the instrument is applied against an excessive amount of tissue during the clinical application. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.